Event description:
It was reported to medtronic minimed that the customer experienced crack at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.

Manufacturer narrative:
Flashing medtronic logo display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing medtronic logo display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked lcd window, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails and label damage (faded). The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display was due to severely corroded pcb1 and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Confirmed damage to battery compartment. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.